Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Due to the costs associated with the repair, the customer declined service and requested that the device be returned to them unrepaired.  The customer further advised that the device will be permanently removed from service. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display upon being powered on. A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.